Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: s3. Other trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The citi customizable search returned a total of 402 complaints for lbh products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The subclasses show an increase in nov2018 through jan2019. This is a seasonality change in combination with a change in procedure. The data shows a trend emerging for the subclass in apr and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from apr2019. A review of the 36 month trend chart for batches with unknown batch numbers shows a spike in apr and may2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 24 month trend chart for this subclass.

Event description:
Minor burns [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unknown frequency for pulled a muscle in the ribcage. Medical history and concomitant medications were not reported. The patient purchased the heat wraps for the lower back because the patient pulled a muscle in the ribcage. The patient left it on for about 8hrs and it caused some minor burns on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Product investigation results were as follows: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Other trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The citi customizable search returned a total of 402 complaints for lbh products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The subclasses show an increase in nov2018 through jan2019. This is a seasonality change in combination with a change in procedure. The data shows a trend emerging for the subclass in apr and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from apr2019. A review of the 36 month trend chart for batches with unknown batch numbers shows a spike in apr and may2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 24 month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-66388 and are not valid adverse events. Based on this citi customizable search for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for lbh products the data did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for lbh product. Severity of harm: s3. Follow-up (26mar2019): follow-up attempts are completed. No further information is expected. Follow-up (28oct2019): new information reported from product quality complaints group includes product investigation summary results. Follow-up (21nov2019): new information reported from product quality complaints group includes: updated severity of harm. This case has been upgraded to a serious report. Company clinical evaluation comment: based on the information provided, the event of "thermal burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time. Comment: based on the information provided, the event of "thermal burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time.